Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and seizures. It was further reported that the right ventricular (rv) lead exhibited intermittent loss of capture, high thresholds and fluctuating thresholds. The rv lead was reprogrammed before being inactivated and replaced. No further patient complications have been reported as a result of this event.